Event description:
It was reported that a pump malfunction occurred, and the customer's blood glucose level was displayed as "high," indicating it exceeded normal limits, but the specific value was unknown. The customer had not taken any action to address the high blood glucose level before contacting support. Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred.